Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
(B)(4). Customer response: customer reporting cosmetic damage on pump bumped/dropped/cosmetic damage t/s per (B)(4). Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: cracked and risen. 2. Damage occurred: normal wear & tear. 3. Location of the damage is: reservoir compt & buttons. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: yes expl we encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Adv courtesy silicone case will be shipped. Expl we will be able to replace the pump this time but we may not be able to replace for damage another time. Was damage to pump caused by the customer and/or by normal wear and tear: yes adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: replacing pump ship: 1 mmt-1712kl/return: 1 mmt-1712kl country: (B)(4).

Manufacturer narrative:
(B)(4). Retainer ring = missing customer alleged the pump having cosmetic damage specifically at the retainer ring and button keypad. The unit p-cap/reservoir will be checked if it locks properly in place and displacement test will be performed. Pump received with missing retainer ring. Therefore, unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: keypad overlay peeling, cracked keypad overlay, cracked battery tube threads, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring, serial number label missing. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when detached retainer and keypad overlay peeling. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.